Event description:
The radiology technologist was changing the wall stand bucky from a lengthwise to a crosswise position. The pt was standing in front of the bucky, with their chest facing the bucky. The technologist had her hand on the top and side of the bucky while rotating it, and the detector fell out of the bucky onto the pt's foot.

Manufacturer narrative:
It is not typical practice for the bucky to be rotated while the pt is standing by the bucky. The drx-evolution safety and regulatory information cited in the user guide on page 1-9 states the following: "use caution when rotating the wall stand bucky. Keep hands and other body parts away from the moving parts. Keep the pt away from the bucky assembly when rotating the bucky or when moving it horizontally or vertically." The field engineer repaired the issue at this customer site by reforming the stop pin bracket and increasing the spring tension to the locking mechanism. A latch modification will be installed at the next site preventive maintenance visit.